Event description:
Ventilator alarmed approx 1930 with low minute volume and apnea, then ventilator stopped delivering any mandatory or assist breaths. Pt ventilator dependent at time of occurrence. Ventilator sent to biomed.